Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure. During the procedure, it was noted that the right atrial (ra) lead had insulation break. The lead remained implanted. Patient status was not provided.